Event description:
Tech was preparing materials needed to make an IV medication. When unwrapping syringe. Noticed that the internals of the syringe has severe deformities that would have caused the medication to either have dripped all over the tech or would have been unsterile transferring particulates into the medication. This is not the first syringe this has happened with from the covidien monoject syringe that we have had. Dates of use: (B)(6) 2016 - (B)(6) 2016. Diagnosis or reason for use: the pharmacy uses the covidien brand syringes for making ivs.